Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from (B)(6) by the staff that emergency caregivers were called because the patient had a syncope episode. At the same time, low flow alarm was seen on the controller. Cerebral CT-scan was done, transient ischemic event was confirmed. After few hours patient had totally recovery but still low flow alarm. An ett was done, lv was not completely unloaded, aortic valve was opening each beat. Log files were sent to the manufacturer for analysis and thrombus was suspected. Thrombolysis was started with bolus of 10mg alteplase following by 30mg. The patient is stable at this time.

Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including bleeding, stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Device will not be returned.

Event description:
It was reported from (B)(6) by the staff that emergency caregivers were called because the patient had a syncope episode. At the same time, low flow alarm was seen on the controller. Cerebral CT-scan was done, transient ischemic event was confirmed. After few hours patient had totally recovery but still low flow alarm. An ett was done, lv was not completely unloaded, aortic valve was opening each beat. Log files were sent to the manufacturer for analysis and thrombus was suspected. Thrombolysis was started with bolus of 10mg alteplase following by 30mg. The patient is stable at this time. Additional information received reports that the (B)(6) male patient died due to cerebral hemorrhage, date unknown at this time. Patient weighed (B)(6). No autopsy was done and the pump was not explanted; therefore, the pump will not be returned.